Manufacturer narrative:
Taper ii: the product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis after explantation. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported a leaking access port. No surgery scheduled at this time. Follow-up findings: the patient realized there was a possible leak in the beginning of this month because there had been three fills over the past 3 to 4 months. After each fill, restriction was gone within a couple of weeks. A fluoroscopy was performed sometime in the middle of this month which confirmed a slow leak. The test required a fill of 2.4 cc, but within 2 days, again the patient had no restriction. Follow-up findings: patient's explant surgery will be performed by the original implanting surgeon. If no erosion is found, it is planned to remove the lap-band system and have a "sleeve" performed. The explanted device will be returned.